Event description:
Customer stated that the calf support came off the bed.

Manufacturer narrative:
The technician replaced missing roll pin. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.